Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On (B)(6) 2014 this patient underwent urgent endovascular treatment for symptomatic aneurysm, caused by an acute dissection that extended from zone 3 to zone 9 of the thoracic aorta. The patient was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 3. The maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 35.0mm at the origin of zone 4. The patient was asymptomatic and the procedure was urgent. The primary entry tear was located in zone 3 and left uncovered. The patient tolerated the procedure without evidence of endoleak. It was reported that the follow up imaging determined aortic enlargement greater than 5mm distal to the treated aorta within the dissection.

Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. Please note: the year of implant was provided, however, the exact date of implant is unknown and will be estimated to be (B)(6) 2014.